Manufacturer narrative:
(B)(4). Age at time of event: around 70. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-08962. It was reported that a perforation and pericardial effusion occurred a 27mm watchman laa closure device and delivery system along with a watchman access system were selected to treat the chicken wing shaped left atrial appendage (laa) with a mean pressure of 17. An attempt was made to deploy the closure device, however one full recapture was performed as the device was to proximal. However during deployment a perforation occurred. Than the patient experienced a pericardial effusion and a pericardial tap was performed. The case was aborted and the patient was managed in the catheterization lab. No further complications were reported and the patient's status is stable.